Manufacturer narrative:
(B)(4). Off label use: treatment of posterior circulation aneurysms (vertebrobasilar aneurysm). The pipeline¿ embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs from the same article MDR# 2029214-2015-00922 (case 1), MDR# 2029214-2015-00923 (case 4), MDR# 2029214-2015-00924 (case 6), MDR# 2029214-2015-00925 (case 7).

Event description:
Medtronic (covidien) received information from literature review that one patient experienced an acute in-stent thrombosis during a pipeline procedure. The patient had undergone recoiling without stent placement four times previously, with significant recurrence on the last follow-up. A single pipeline embolization device was placed extending from the left p1 segment of posterior cerebral artery (pca) to the distal basilar artery, with subsequent acute in-stent thrombosis. Intra-arterial abciximab was administered locally via microcatheter, followed by gentle balloon angioplasty of the stent, resulting in successful recanalization. The patient had transient right facial droop and right-sided weakness after the procedure. An angiogram next day showed patent vessels and reduced flow to the aneurysm lumen. A 3.5-month follow-up showed slight residual right upper extremity ataxia and occasional mild imbalance(mrs 1) with mild residual filling of the aneurysm on MRI imaging. The patient has not yet had 6-month angiography, but the authors believe that there is a reasonable chance of further occlusion of the aneurysm by the next follow-up. In this article, the authors presented their posterior circulation flow diverter experience, outcomes, and morbidity in comparison with recent studies. A retrospective chart and imaging review of six patients with seven aneurysms in posterior circulation vessels, treated with flow diverter technology was carried out. It was concluded that flow diversion may be a possible treatment in carefully selected patients with high-risk atypical posterior circulation aneurysms, with poor natural history and no optimal treatment strategy. Symptomatic and fusiform large aneurysms appear to carry the highest risk. Further studies are necessary to assess the role of flow diversion in the posterior circulation. Citation: toth g, bain m, hussain ms, et al. Posterior circulation flow diversion: a single-center experience and literature review. J neurointerv surg. 2015 aug;7(8):574-83. Doi: 10.1136/neurintsurg-2014-011281.